Event description:
It was reported that impedance and threshold increased from implant values. It was also reported that the patient received inappropriate shocks on two days. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.